Manufacturer narrative:
The insulin pump passed displacement test. However, the insulin pump alarmed compromised force sensor system during basic occlusion due to slightly loose drive support disk. The insulin pump was received missing end cap sticker. The insulin pump was received with cracked case at display window corners and battery tube threads. The insulin pump was received with corroded battery tube. The insulin pump was received with minor scratches on lcd window.

Event description:
The parent reported via phone call that the customer received a compromised force sensor system alarm. The parent also reported insulin was squirting out during a manual prime. The parent also reported they were unable to exit from the preparing to prime loop. Customer's blood glucose was 200 mg/dl at the time of incident. Troubleshooting found the customer's drive support cap was sticking out. The customer could not recall pressing on the cap while connected. The parent stated the customer's blood glucose was 300 mg/dl at the time of the call. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.